Event description:
This case was initially received via regulatory authority (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("general pain all over body, follow-up in pain management centre starting 4 years ago with multiple major treatments") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pain (seriousness criteria medically significant and intervention required), fatigue ("general fatigue") and premature ageing ("general state of premature aging"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pain, fatigue and premature ageing outcome was unknown. The reporter considered fatigue, pain and premature ageing to be related to essure. The reporter commented: period of occurrence of side effects: since (B)(6) 2012. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain ("general pain all over body, follow-up in pain management centre starting 4 years ago with multiple major treatments") starting six months after insertion and lasting for at least four years. Essure was removed five and a half years after its placement. Additional non-serious events were reported. The reporter assessed the relation between essure and pain as related. Pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, back and uncharacterized pain may occur. In this present case, the pain occurred six months after essure insertion. Given event's nature, the compatible timely relationship, and in absence of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information cannot be requested.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 15-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("general pain all over body, follow-up in pain management centre starting 4 years ago with multiple major treatments") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pain (seriousness criteria medically significant and intervention required), fatigue ("general fatigue") and premature ageing ("general state of premature aging"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pain, fatigue and premature ageing outcome was unknown. The reporter considered fatigue, pain and premature ageing to be related to essure. The reporter commented: period of occurrence of side effects: since (B)(6) 2012. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 353 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.